Manufacturer narrative:
(B)(4). A non-covidien service provider checked the circuit checked but no anomaly was found inside the circuit or on the connection. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator high pressure alarm was frequently generated. Patient's saturation declined to 10% level, and cyanosis was observed. The patient was not able to breath spontaneously. The patient was removed from the ventilator and placed on an alternate ventilator.